Event description:
It was reported to covidien in 2008 that a customer had an issue with a needle. The customer reports the needle is coming loose from the hub. Customer states after the venipuncture and as they are transferring the blood to the vacutainer tube, the needle detached from the hub.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.